Manufacturer narrative:
Visual inspection of the returned item # 42527000303 lot # 64401058 found it to exhibit signs of repeated use and has fractured on the medial side of the post feature all pieces were returned reference attached photographs. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tasp was returned fractured on a worn instrument claim form. Attempts have been made and no further information has been provided.